Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one offset reamer handle proximal portion does not capture the reamers, two others do not assemble appropriately: the two halves that encase the reamer do not close properly and do not fit under the reamer flange.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. MFR# 1818910-2020-11962 reportability was re-determined. Previously submitted follow-up 2 is no longer valid. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary : territory 228 reported that one offset reamer handle proximal portion does not capture the reamers, two others do not assemble appropriately - the two halves that encase the reamer do not close properly and do not fit under the reamer flange. Although distributed by depuy synthes joint reconstruction, product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the depuy synthes customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the compliant investigation process. The complaint sample was received by supplier for evaluation. Functional evaluation of the returned device does not confirm a coupling malfunction of the reamer attachment. The device will connect and disconnect successfully to a mating device. The device shows signs of heavy wear over time as well as misuse. All components have been modified with an unknown adhesive and what appears to be permanent red marker, also consisting of components from four (4) different lots and two (2) different product codes. The device history records (DHR) could not be reviewed of the drive-chain as an unknown adhesive has covered 90% of the lot number. The adhesive is strongly adhered to the device (it may have been heat sterilized) and is not easily removed, making it illegible. It is unknown how many surgical procedures (cycles) it had gone through throughout its life in the field. No further investigation is required. The supplier will continue to monitor for trends. See the supplier report in the attachment section for any additional information. H10 additional narrative: added: e1 corrected: h3.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.